Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because some of the specific product details are unknown, we are unable to provide some of the specific product information. If additional details become available, a supplemental report will be submitted. Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Risk review: a risk review performed for the v-18 control wire device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that entrapment occurred. The target lesion was located in the peripheral artery. A 2.0x220x150 (4f) sterling and a v-18 control wire guidewire were selected for use in the lower extremity to treat peripheral artery disease. During the procedure, the balloon was inflated and deflated. An attempt to remove the balloon off of the wire was made; however, the balloon remained stuck on the wire and the shaft broke. The balloon catheter and the guidewire were removed together from the patient. The procedure was completed with a non-boston scientific 018 guidewire and an alternate balloon. There were no patient complications as a result of this event and the patient fully recovered.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because some of the specific product details are unknown, we are unable to provide some of the specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that entrapment occurred. The target lesion was located in the peripheral artery. A 2.0x220x150 (4f) sterling and a v-18 control wire guidewire were selected for use in the lower extremity to treat peripheral artery disease. During the procedure, the balloon was inflated and deflated. An attempt to remove the balloon off of the wire was made; however, the balloon remained stuck on the wire and the shaft broke. The balloon catheter and the guidewire were removed together from the patient. The procedure was completed with a non-boston scientific 018 guidewire and an alternate balloon. There were no patient complications as a result of this event and the patient fully recovered.